Event description:
It was reported that a spectrum pump constantly alarmed air-in-line on the medical surgical floor. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce air-in-line alarms. Evaluation found the ultrasonic sensor fluid numbers to be operating below specification. The ultrasonic sensor was replaced.